Event description:
It was reported that a patient had a sudden onset of leakage a couple of weeks prior to the report. The patient was having a little fecal leakage a couple of times a day, it continued on a daily basis, she didn¿t keep the device on all the time, and she used it when she was sure she needed it. She had her stimulation on 90-95 percent of the time but turned it off if she had to take her husband to the hospital. The patient was on program 3 at 2.5 volts with a lightning bolt and wanted to increase stimulation to 2.9 volts, she did feel ¿a bit¿ of stimulation, and it wasn¿t uncomfortable in a sitting position. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they still had concerns but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09e65, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).